Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported device operates differently than expected (mis-keyed cds with sgc) could not be determined. The reported sleeve steering issue; however, was due to the reported mis-keyed cds with the sgc. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This report is filed for the unintended movement of the mitraclip delivery system (cds) in the anatomy which has potential to cause or contribute to serious injury. It was reported that during the mitraclip procedure, the cds was inserted into the steerable guide catheter (sgc) without resistance; however, when the medial/lateral knob was used, the clip deflected in an unexpected direction. It was decided to remove the device before deployment and during removal it was noticed that the cds was mis-keyed with the sgc. The procedure was continued with the same sgc and two clips were successfully implanted reducing mitral regurgitation (mr) from grade 4 to 1. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided.